Event description:
Correction - the patient felt like they had gained so much weight because they were so immobile.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
The patient reported that their healthcare provider had to put in a new catheter in (B)(6). Per the manufacturer¿s device registry, the patient¿s catheter was partially replaced on (B)(6) 2013. The patient noted that the reason for the catheter removal was ¿the pump was not working at all¿. Information reasonably suggested the patient was speaking about the catheter and their therapy. The pump was not removed at that time. After the catheter was removed, a physician stated that ¿it looked like fatty tissue was all built up around the catheter, or that it was left in plastic; that it looked like a piece of plastic or a piece of fatty tissue was plugging it¿. They stated ¿it was disastrous because they were real sick and they had really bad headaches¿. They patient stated they could not get it to go away, and they were throwing up for seven days. They stated the physician ¿accidentally sliced their spinal cord¿ so they had a lot of fluid coming out. The patient confirmed it was spinal fluid. The physician tried to do a blood patch, but that did not work. They ended up having to go back in and stitch it. The patient stated every time they took a breath it would hurt. The patient noted their neuropathy had gotten worse ¿since everything¿; that it was so bad that they had ¿charlie horses¿ real bad in their legs that woke them up in the middle of the night. The patient had pain and weakness in their limbs. They stated that the neuropathy was either one way or the other; that it felt like they were walking on rocks, or they felt nothing and kept falling because there was no feeling in their feet. The medication used within the system was morphine.